Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported allergic reaction is related to patient condition (allergic to heparin). The reported hypotension is a cascading event is a cascading event of the allergic reaction. The reported patient effects of hypotension and hypersensitivity/allergic reaction, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted without issues. However, when introducing the clip delivery system (cds), the patient's blood pressure decreased. A percutaneous cardiopulmonary support (pcps) was then inserted to help with the patient's blood pressure. The cds was removed and the physician determined that the decrease in blood pressure was due to an allergic reaction from the heparin. Therefore, a new cds was inserted using argatroban as a replacement to heparin. The clip was able to be deployed without further issues, reducing mr to a grade of 1+. The were no reported issues with the mitraclip devices.